Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Blood glucose level did not exceed 500 mg/dl and was within a normal range. Customer resolved the issue independently by changing the infusion set and cartridge, and successfully resumed insulin use. No adverse impact to the customer's blood glucose level was reported.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.